Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that had mild tortuosity, moderate calcification and was 90% stenosed. After predilatation was performed with a 1.5x8 unknown balloon, the 2.75x18 mm multi link zeta stent was deployed at 14 atmospheres. The patient transferred to the intensive care unit after the procedure was confirmed to be a success with no residual stenosis and a timi iii flow. Immediately the patient suffered cardiac arrest and subsequently died. The cause of death as stated by the physician could be because a 3 month old infarct perforated at the site of the zeta implant, which was observed on echocardiogram. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death and perforation are listed in the zeta instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.